Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that they had reached maximum settings of 3.5 and they were not able to feel stimulation on the right side. Troubleshooting was performed however the patient was still unable to feel stimulation. It was noted that the patient was currently at maximum setting on the left side at 3.0 and they were unable to feel stimulation. The patient reported that they were concerned that they were not voiding the amount that they should as they had put on weight since the beginning of the evaluation. The patient was advised to contact their health care physician (hcp) office with their health concerns. On (B)(6) 2020 the patient stated that their therapy had gotten shut off the day prior to the call and they were unsure how. There were no further complications reported.